Event description:
It was reported that during a port placement procedure the port allegedly had a red dot in the port chamber during aspiration. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp implantable port, chronoflex single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, chronoflex single-lumen, 8f products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history record will be performed. The return of sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the port allegedly had a red dot in the port chamber during aspiration. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp implantable port, chronoflex single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, chronoflex single-lumen, 8f products is identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one x-port isp MRI implantable port was returned for evaluation. Visual, microscopic and functional testing were performed. What appeared to be a dot, was noted in the center within the port septum. The port septum was removed. The alleged ¿red dot¿ appeared to move freely within the port septum during removal. After fully removing the port septum, the ¿red dot¿ appeared to look like a small piece of tissue. Therefore, the investigation is confirmed for the reported port chamber contaminated issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.